Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported through the sofast study that imaging taken one day post thrombectomy revealed re-occlusion of distal left m1 segment. Further intervention via thrombectomy was decided to be futile and decision was made not to re-treat and placed the patient on medication only. The clinician noted that the re-occlusion may have occurred due to intracranial atherosclerosis. The event was possibly related to the study disease and possibly to concurrent condition. The event outcome is ongoing.

Event description:
It was reported "sofast clinical study" imaging after initial thrombectomy on 17jul2023 had shown persistent re-occlusion of m1 segment on 18jul2023. Further intervention via thrombectomy was decided to be futile and more harmful so decision was made not to re-treat. Subject started plavix.

Manufacturer narrative:
UDI related data quality updates only we have identified and updated the information listed under d2a, d2b and h4 nevertheless, please be aware that microvention is still working on updating the gudid website. We will notify you once the information has been given to the agency.

Manufacturer narrative:
Two radiographic images were provided for review. The first image is a CT head scan, axial, no contrast, single slice at the level of the lateral ventricles. The image is very grainy. Even though the event description says that the vessel that remained occluded is the distal left m1, a definite infarct could not be seen on this single slice. One slice is not sufficient to determine the status of the brain. The second image is a CT head scan, coronal, no contrast, single slice at the level of the choroid plexus of the lateral ventricles. The image is very grainy. Even though the event description says that the vessel that remained occluded is the distal left m1, a definite infarct could not be seen on this single slice. One slice is not sufficient to determine the status of the brain. These images do not explain why the m1 reoccluded after the thrombectomy. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
N/a